Event description:
It was reported that during kit inspection, the screws for fixing the width plate were deteriorated. During product evaluation, it was discovered that the width plates were loose due to wear on the screws. There was patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: japan. Review of the most recent repair record identified the following related repair: tech confirmed the width plates were loose due to wear on the screws. Tech replaced the screws, the unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.